Event description:
An olympus medical representative reported on behalf of the customer that the gastrointestinal videoscope had poor flow at the air/water nozzle. The device was returned to olympus medical for evaluation. During inspection, foreign matter was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The customer reported there were no adverse effects to patient.

Manufacturer narrative:
Olympus medical's device testing did not confirm the reported issue (insufficient flow at the air/water nozzle). However, the evaluation confirmed foreign material in the air/water nozzle. The air/water nozzle did not show any deformity. In addition to the foreign material found, examination showed the angle wire was stretched and this caused the up/down directional knob to perform outside of specifications. The following areas showed scratches: suction connector, suction connector cover, universal cord, hand grip, lock engagement lever and lock engagement knob, switch box and bending section. The connecting tube was dented; the light guide lens had peeling adhesive; the suction cylinder showed shearing, corrosion at the connector and peeling paint; the connector had sheared electrical contact; the connecting tube was discolored; the air water cylinder has peeling paint and corrosion; the control unit discolored and scratched; the up/down knob was scratched and had excess play; the right/left knob was scratched and producing noise when turned; the air/water nozzle had a clog preventing removal of water from the cylinder; switch button 4 was damaged and nonfunctional; and the pc board was defective. A review of the device history record found no deviations that could have caused or contributed to the air/water nozzle issue. It has been 3 years since the subject device was manufactured. The source of foreign material could not be confirmed during evaluation. The investigation could not confirm whether the reprocessing instructions from the instructions for use were followed without reprocessing information from the customer. The root cause could not be identified. The operation manual describes how to inspect for the subject event in chapter 3: ¿preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor the field performance of this device.